Manufacturer narrative:
As the lot number for the device was not provided, a lot history review was not performed. The sample was not returned to the manufacturer for evaluation; however, medical records were provided for review. The investigation is confirmed for filter tilt, perforation of the inferior vena cava, filter limb detachment and filter migration. A definitive root cause for the reported event could not be determined. The device is labeled for single use. (Device: 4001).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced malposition of device, migration, detachment of device or device component and patient device interaction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old male patient weight was not provided.